Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation before reaching the rated burst pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation before reaching the rated burst pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the 70% stenosed target lesion was located in a non-tortuous and non-calcified arteriovenous shunt. The device was inflated first time and burst at 3 bar. The device was completely removed slowly and carefully from the patient.

Manufacturer narrative:
(A2) age at time of event: 18 years or older.